Event description:
It was reported that per the biomed manager: "the pump doesn't turn on." As a result, this pump was not used. Pump was not on patient. Additional information received from arrow spain on (B)(6) 2010, was that the pump was plugged into an electrical socket, but was not able to run on battery as the problem was that the power supply was broken.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.